Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that the diluent filter was dirty. The fse replaced the filter, which repaired the leak and the failing backgrounds. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a clear leak from the coulter act diff analyzer. The instrument was also failing platelet backgrounds at the time of the event. The volume of the leak was about 0.25 cc and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.